Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical serives on (B)(6) 2017 stating that there was a ventricular lead revision in (B)(6). An impedance over 2000 ohms. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).